Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited unspecified oversensing stored as non-sustained right ventricular oversensing (nsrvo) episode during the capacitor maintenance check. No intervention was performed. There were no patient consequences.